Event description:
The customer reported a display problem. When unit is left switched on for couple of hours, the image starts flickering and then gradually disappears until you only have a couple of dots left. There was no report of pt involvement.

Manufacturer narrative:
(B)(4): the customer reported a display problem. When unit is left switched on for couple of hours, the image starts flickering and then gradually disappears until you only have a couple of dots left. There was no report of pt involvement.